Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a black dot was noted on the touchscreen. There was no impact to customer's blood glucose (bg) level. The customer reported that the pump would continue to used for insulin therapy.